Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon ripped apart and stayed inside- vagina [foreign body in reproductive tract]. Tampon ripped apart [device breakage]. When taking it out part of the tampon ripped apart and stayed inside me [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon ripped apart during removal. No serious injury reported.